Event description:
It was reported the patient presented remotely. Upon review, the right atrial lead exhibited noise that was oversensed by the device. Programming changes were made. The patient was in stable condition.